Manufacturer narrative:
Evaluation of the provided logs revealed technical error code indicating a communication failure between the monitoring and the breathing subsystems at 2020-10-14. Also the provided logs revealed that a software upgrade was done at 2020-10-14. When a software upgrade is done, all legacy data will be deleted from the logs. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during start up a technical alarm will be generated and ventilation cannot be started. No information was received regarding how the problem was solved for the technical error code above. Due to lack of information, the root cause of the above mentioned technical error code cannot be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that during log review for an unrelated complaint, a technical error code indicating a control communication error was noted. There was no patient harm. Manufacturer's ref #: (B)(4).